Event description:
This is a report of a home patient that experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. Treatment was reported as fortaz ip (lot numbers, dosage and frequency was unknown) and ancef ip (lot numbers, dosage and frequency was unknown). The patient recovered from peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a08121 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.